Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added e4 reporter also sent report to FDA was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue was not determined as no data logs from the case were returned for analysis and returned product testing (which had biomaterial) was inconclusive without logs and sufficient clinical information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their impella rp flex suddenly displayed ¿placement signal not reliable¿. Loss of pulmonary artery signal, and flow calculation disabled. No change in patient hemodynamics or to left sided (cp) flows. No patient harm has been reported.

Manufacturer narrative:
D9 updated; the product has been returned. Corrected data. D4 serial number updated/corrected. The investigation is still ongoing.